Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source lamp did not light. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the lamp in the device was a 3rd party part. The customer replaced the lamp and the lamp still did not light. The customer was advised to try an olympus lamp prior to returning the device for service. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, it is likely that the malfunction occurred due to the third-party lamp's impact, resulting in the light not turning on. Olympus will continue to monitor field performance for this device.